Event description:
The device was implanted on 06/25/1997, for infusion of fudr via the hepatic artery for treatment of cancer. On 07/02/1997, the facility nurse contacted the MFR's (MFR) clinical specialist to inform her that this pt had to be refilled on 07/03/1997, due to an increased flow rate of the device reported by the outpatient oncology ctr in pittsburg where the device was implanted. The facility nurse requested an inservice on the device refill procedure. The MFR's clinical specialist then contacted the facility nurse at the implant facility. The facility nurse stated that the implant physician always has the device refilled prior to the pt's discharge. The facility nurse stated that she "has yrs of experience with the device refills" and often sees a slightly incrased flow rate at the first device refill. However, in this pt on 06/27/1997, the return volume=21cc, the refill period=4 days and the flow rate of the device=5.25ml/day. Heparin 50,000u/50cc used in the device and the MFR's refill kit was used. The facility nurse recommended to the attending physician's office that the device be filled prior to the holiday (07/04/1997) weekend to avoid the chance of having the device go dry. The facility nurse also stated that the device is easily palpable and should not be difficult to access. The MFR's clinical specialist called the attending physician's office back to inform the facility nurse that the MFR did not have a MFR nurse available to provide on site inservice on 07/03/1997. The facility nurse informed the MFR's clinical specialist that she has experience with port access, but not with the refill procedure of this device. The facility nurse stated that she had the device clinician's manual, refill instructions and refill worksheet. She had viewed the device refill video and felt fairly comfortable in performing the procedure without the presence of a MFR rep. The device cautions and hepar in 50,000u/50ml infusate were discussed. The MFR's clinical specialist provided the facility nurse with the catalog number for the device refill kits which the facility nurse ordered immediately for next day delivery 07/03/1997) and the MFR's clinical svcs telephone number to reach a MFR nurse should questions/problems arise. The facility nurse stated that the attending physician informed her that it was absolutely essential a MFR rep be available to meet with him when the pt has an appointment with him on 07/08/1997, to review the device refill procedure and dosing calculations. If the device flow rate significantely increased on 07/03/1997, the physician may want to refill the device again on 07/08/1997. The MFR's clinical specialist informed the facility nurse that a MFR nurse will be present for the device refill on 07/08/1997. No further details were provided at this time.

Manufacturer narrative:
On 08/12/1997, the facility nurse informed the MFR's (MFR's) rep that the pt is doing well and the device was refilled with chemo on 08/05/1997. The flow rate of the device = 2.48ml/day, was functioning as intended and will remain implanted for continued use in the pt's therapy regimen. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. The device appears to be functioning as intended; therefore, based on the info available and due to the unavailability of the device no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.